Event description:
It was reported that the customer experienced a blood glucose (bg) level of 515 mg/dl with ketones. The cause of elevated bg was unknown. Elevated bg was addressed by correction bolus via pump. The customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU). Bg was treated with intravenous fluids of insulin and saline. The treatment resolved the issue and the customer had no permanent damage. Multiple follow attempts were made by tandem customer technical support (cts) to acquire the ICU release date; however, no response was received. System check with tandem technical support confirmed the pump was functioning as intended.